Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot builds. Findings: the involved devices were not returned for analysis and confirmation. Cause of the event(s)/product issues are unknown. Devices not returned.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports the event as follows ".. Two different patients with same issue- blood was found leaking from the side septum slits of the tego connector during dialysis run. Tegos removed .. . The site reports several flow issues .. As well ..." . Additional event/device usage information and status of device returns although requested have not been responded to.